Event description:
(B)(4). Constant pain from the minute I was implanted. Abnormal periods. Burning and stinging vagina. Persistent right sided abdominal pain. Loss of hair. 20lb weight gain. Uncontrollable mood swings. Yellowing eyes. Interstitial cystitis. Numerous doctors visits. Numerous medications taken and ultimately a hysterectomy at the age of (B)(6) in order to remove this evil device.